Event description:
It was reported that the patient fell and hear a pop where his artificial urinary sphincter (aus) was placed. Since then, the aus stopped performing as expected and the patient experienced recurring urinary incontinence. The patient underwent surgery, in which a a hole that resulted in fluid leak was confirmed. The balloon was replaced and refilled. There were no further patient complications.